Manufacturer narrative:
Analysis of the returned lead (serial # (B)(4)) found setscrew impressions bon the insulation between the #1 and #2 connectors. The setscrew impressions were too proximal. The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a (B)(4)% saline solution. Using a physician programmer to communicate to an external neurostimulator that was connected to the screening cable, impedance values were measured. Below 1,000 ohms impedance was measured on all circuits and electrode pair combinations. Visual inspection of the conductors, braid, stylet coil, and electrode end were all ok. Visual inspection of the insulation found that the outer insulation was intact. A bi-wing anchor was identified from 7.8 centimeters (cm) to 10.3 cm measured from the distal end of the lead. Continuity was acceptable and there were no shorts between circuits during the lab functional test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported there was an intra operative impedance issue. The rep reported high impedance. The rep stated that the surgeon has removed the 565 tail multiple times and wiped them down but is still showing the majority of contacts are above 40k ohms. The rep switched references and did note when on reference 11 that three contacts were within range but the rest were out of range. The rep reported that the leads were changed and work great. No patient symptoms were reported.